Event description:
The lead was returned to the manufacturer, analyzed, and tested out of specification. The physician was contacted. The lead had been explanted due to the patient experiencing left sided chest pain of unknown etiology. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned in segments, analyzed, and the outer insulation of the lead developed a breach due to a depression while in vivo. There was blood on the proximal conductor of the lead and it was not obstructed, a cosmetic white substance that developed in vivo on the outer insulation of the lead was observed, and the outer insulation of the lead developed a cosmetic depression while in vivo. Concomitant medical products: 0184, competitor implantable tachy lead, (B)(6) 2005. (B)(4).